Manufacturer narrative:
(B)(4). New information was received after the submission of the inital report. The customer called back to report the failure information she originall reported was incorrect. She now reports that the device is not not missing segments and that they are fine. There was no reportable event associated to this customer's device.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section h7 for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter was missing segments in the upper spo2 display. There was no patient involved.